Event description:
It was reported that the internal hex was damaged. Implant was removed and a new implant would be placed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned implant identified damage around the platform and internal threads. Additionally, the external threads were damaged possibly during removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing was not performed due to the nature of the device and event. Pre-existing condition noted in the per was 'low bone density ¿ type IV'. The reported implant was intended for tooth # 15 (fdi). Picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that improper technique and overloading may lead to device failure. DHR review: DHR review for the lot (2019040231) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019040231) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).